Event description:
The recipient is reportedly experiencing sound quality issues and open circuits. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was damaged near the electrode ground ring and sliced along the lead prior to receipt. The photographic imaging inspection confirmed multiple broken electrode wires near the electrode ground ring. In addition, a wire was observed broken along the lead, which is believed to have occurred during explant surgery. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was damaged near the electrode ground ring and sliced along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed multiple broken electrode wires near a feedthru pin. In addition, damaged electrode wires were observed near the electrode ground ring and near the array, which are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The residual gas analysis result showed nitrogen above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The scanning electron microscopy analysis confirmed tensile breaks at multiple electrodes and near an electrode feedthru pin. The photographic imaging inspection and electrode dissection revealed broken electrode wires at a feedthru pin. These breaks correspond to the electrode channels reported open. A CAPA was initiated. This is the final report.